Event description:
The recipient reportedly experienced pain, infection, an ulcer and device migration. The recipient was prescribed antibiotics (type unknown), pain medication and corticosteroids, however the issue did not resolve. Repositioning surgery was performed on (B)(6) 2022 which also resolved the ulcer. The recipient is reportedly healing.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent a procedure to change the position of the implant plate and had plastic surgery on the skin. The recipient is also receiving antibiotic treatment (type unknown). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction section: a1 the recipient reportedly has not healed yet. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's wound has reportedly reopened. The recipient is not currently using the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has resumed device use, however, the implant site has not fully healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.